Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was completely flat and when attempting to inflate it, nothing happened. Examination of the old trach revealed leakage due to a hole in the tube, right at the weld between the hose and the cuff. There was patient involvement and no harm reported.

Manufacturer narrative:
D9. Date returned to mfg: 01-nov-2024. Investigation summary: three used decontaminated trach tubes without their original packaging, and one trach tube in its original packaging, were received for evaluation. Under visual inspection the samples appeared to be in good condition. During manufacturing process, the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received samples. We inflated cuff by a syringe filled with air and we put returned device under water. Air leak was detected from pilot balloon - between pilot balloon and valve. This issue was escalated to CAPA-000905. No complaint signal is currently observed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.